Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer woke up and noticed that the touchscreen was cracked. Reportedly, the back button on the touchscreen was unresponsive. The customer's blood glucose (bg) level was over 600 mg/dl and the bg level was addressed with a manual injection. Reportedly, the customer had manual injections as alternate insulin therapy.